Manufacturer narrative:
On (B)(6) 2017 spiegelberg was informed by customer via e-mail about an appearance of an error message e9. No negative impact on patient was reported. This error message, which is considered as a safe state of the device when an error occurs, appears shortly after the initialization of the icp monitor and remained. The risk associated with the appearance of this error code is considered as acceptable. Further information on the device will be posted as it becomes available.

Event description:
An icp monitor displayed an "e9" error code.